Event description:
It was reported that pt underwent right total hip replacement surgery in late 2007, during which he received a durom acetabular component. Post-op, pt has been experiencing pain, and revision was recommended. Revision surgery is being scheduled.